Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of error code 133.6090 (main speaker failure) displaying on the pcu could not be determined or replicated in the laboratory. A review of the pcu error log identified three (3) main speaker errors with error codes 133.6090.5 and 133.6090.0 from (B)(6) 2024. The pcu event log showed that on (B)(6) 2024 at 1:34 pm, the device was powered on with one pump module s/n: (B)(6). At 1:36 pm, a remote intravenous (IV) message was received with rate: 200ml/hr and volume to be infused (vtbi): 100ml. The user started the infusion. From 1:36 pm through 1:50 pm, an air in line and two (2) flow stop open alarms occurred. After a third flow stop open alarm, the device alarmed for audio failure with error code 133.6095, displaying a message on the screen. At 1:51 pm, the device was powered off. On (B)(6) 2024 at 12:41 pm, the device was powered on and immediately alarmed for audio failure with error code 133.6090. The device was powered off. At 12:42 pm, the device was powered on and immediately alarmed for audio failure with error code 133.6090. The device was powered off. Functional testing was performed by replicating the events and alarms recorded in the received pcu event log, when the first audio failure occurred. Testing finished with no errors. Pcu fast and manual battery conditioning following service bulletin 592a, observed the battery capacity to be 3658mah, which is between the acceptable range of 2700-4500 mah. Alaris system technical service manual (dir: 10000384608) the following is noted for the reported issue: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The battery should be replaced every two years from the initial date of installation by qualified service personnel. The pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital-grade ac outlet and the battery charged for at least 16 hours. This procedure ensures proper battery operation when the pcu is first set up for patient use. Leave the power cord connected to a hospital-grade ac power source whenever available. The battery is intended as a backup system. The battery should be conditioned every 12 months by qualified service personnel. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.